Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: high bgs after getting in the hot tub with the insulin pump on. Noticed scratched lcd window and loose retainer ring. P-cap locked in place properly during testing. Device power up properly after battery installation. Device was downloaded successfully using (thus software) for reference. Proceed it with the following testing to assure proper functionality of the device. The insulin pump passed displacement test, rewind, prime/seating test, basic occlusion, force sensor test, occlusion test and self test. No abnormal behavior during download history review. Proceed it by cutting device open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Device received with cracked keypad at select button, scratched lcd window and scratched case. No loose or damage retainer ring noted during visual inspection. In conclusion, customer concern was not confirmed during testing. Device powered up properly after battery installation and was tested successfully. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by customer that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 23.7 mmol/l. Customer stated that they went in hot tub with insulin and noticed high blood glucose. Customer was also reporting that retainer ring was loose and scratches on the screen. Customer was feeling sick because of high blood glucose. Customer stated that they forgot to fill the cannula dead space after removing introducer needle during priming. Customer was using insulin pump within 48 hours of high blood glucose incident. Auto mode feature was inactive at the time of incident. The insulin pump will be returned for analysis.